Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(6) study. It was reported patient underwent a left total hip arthroplasty on (B)(6) 2009. During post operative monitoring and testing, fluid was noted. The fluid measured 18x2x31.2x15.5x0.0. These findings were found due to follow up testing, there were no symptoms reported by the patient.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2013-06041 / 06044).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in (B)(6). It was reported patient underwent a left total hip arthroplasty on (B)(6) 2009. During post operative monitoring and testing, fluid was noted. The fluid measured 18x2x31.2x15.5x0.0. These findings were found due to follow up testing. Patient reported experiencing occasional discomfort in 2012.

Manufacturer narrative:
The follow-up report is being filed to relay additional/corrected information that was unknown at the time of the initial medwatch. Corrected data: laboratory data ¿ serum levels were tested on (B)(6) 2012.